Event description:
See section h. Number 3 for investigation updates.

Event description:
See section h. Number 3 for investigation updates.

Event description:
The company was made aware on 06/28/2021 that a patient had their neurostimulator (ipg) replaced due to not holding a charge after a fall.

Event description:
See section h. Number 6 for investigation updates.